Manufacturer narrative:
A partial lead with the lead tip measuring 51.6cm was returned for analysis. Internal insulation abrasion was noted at 7.4-8.5cm, 9.3-9.8cm, 12.6-14.8cm, 14.9-16.1cm, 16.3-17.6cm, and 16.4-17.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at (B)(6) 2014, 8cm from the distal tip. Internal insulation abrasion was noted under the svc and rv shock coils at 21.6-21.7cm, 24.7-25.1cm, 25.3-25.4cm, and 6.2-6.3cm from the distal tip. The etfe coating was intact at these locations. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. Interrogation of the device revealed inhibition of pacing due to noise. High capture threshold was observed. The hv therapy was disabled. Fluoroscopy revealed externalized conductors and perforation. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient was in stable condition after the procedure.